Event description:
Reporter alleged the customer obtained the results of 1.7 mmol/l and 6.0 mmol/l on compact plus system 1 compared back to back with a result of 1.1 mmol/l and 6.4 mmol/l on compact plus system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated the drum was not available anymore, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6). No information was provided on the specific part number involved in this event. Absent the lot number, manufacture date cannot be determined. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.